Event description:
Customer reported ten (10) elevated blood lead test results obtained using leadcare ii that were later confirmed to be falsely elevated through venous blood sample testing. One (1) additional elevated result (5.6 g/dl) was also reported; however, confirmatory venous testing has not been performed for this result. At the time of this report, the customer had not provided the testing report data. During troubleshooting, technical service (ts) confirmed that the customer was running controls and processing samples appropriately. However, ts identified that patient hands were not being washed prior to finger prick and allowed to air dry, which deviates from cdc recommendations for capillary blood collection for lead testing, as indicated in the leadcare ii package insert provided with each test kit. Ts advised the customer to follow the sample collection instructions in the leadcare ii package insert and provided the customer with a copy of the cdc recommendations for capillary blood collection for lead testing.